Event description:
Customer called to report sensor issues. Customer reported a bent sensor on the insulin pump. Customer's blood glucose reading was 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test perdop114-830. Sensor failed per specification due to low readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.